Event description:
Pt reported the protective rubber of the up and down buttons was broken, and after some time, the mechanism became unstable and the buttons did not function as intended. Pt switched to the backup infusion device. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was thoroughly evaluated. The soft components of the housing are worn down heavily. Due to this, moisture entered the infusion device and damaged the electronics. This damage led to an always down button; therefore, none of the buttons react on pressure. As the problem reported by the pt is due to careless handling of the product, no corrective or preventative actions will be initiated.